Event description:
The reporter stated that the device sealed but the surgeon could not open the jaws so the patient tissue became damaged. The surgeon joined the tissue with a suture.

Manufacturer narrative:
Valleylab reference number.